Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. It is unknown when the patient last recharged the device or had stimulation. The ipg was deemed inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.